Event description:
Operating room contacted med-el after explantation. Despite requested, no further information on reason for explantation was received.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.